Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 248 mg/dl. Customer does not use the sensor feature on the pump. Customer's mother was assisted with priming. Customer's mother stated that the pump is not delivering correctly. Customer has taken insulin and drank some bad milk, which caused him to have a high blood glucose level. Customer's blood glucose level was 432 mg/dl and the customer's mother noticed that the tubing from the reservoir to the quick release is dark purple and looks like blood. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.